Event description:
Same case as MFR report # 2134265-2008-02560. It was reported that during a superficial femoral angioplasty procedure, advancement and removal difficulties were encountered. The lesion was located in the left superficial femoral to popliteal arteries. The percent of the stenosis of the lesion, degree of calcification and vessel tortuosity are unknown. Contra-lateral access was obtained via the right femoral artery. The v-18 guide wire was advanced without difficulty to the lesion. Another manufacturer's 5fr guide catheter was placed. Upon advancing the 4fr sterling 5.0mm x 40mm balloon catheter over the guide wire, at an unspecified location, the balloon froze on the guide wire. It was thought that the mid-shaft of the guide wire may have broke, therefore, the physician removed both the guide wire and balloon catheter as a unit. Another of each of the same devices were used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".